Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a shocking feeling in the chest, left side of the neck and in bilateral feet. It was noted that the patient had inadequate pain relief due to left lead migration which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.